Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced data gaps in the graphs. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of data gaps in the graphs could not be determined. A root cause could not be determined.